Event description:
It was reported that 2 to 3 days following a stent placement procedure the pt developed a fever. Through cystoscopy the doctor noted mucus on the tip of the stent. A urine culture revealed that the pt developed (B) (6) infection. The pt was given antibiotics to treat the infection. The type of procedure performed was ureterorenoscopic lithotripsy. The pt is reported as doing fine.

Manufacturer narrative:
No sample was returned for eval. The incident lot number could not be determined. However, the user facility provided stock lot numbers for eval. If relevant, a review of the device history record for the reported lot numbers found nothing that would have caused or contributed to the reported problem. A review of the manufacturing records for this product family indicates nothing that could have caused or contributed to this event. The labeling and instructions for use calls for: "ureteral stents should be checked periodically for signs of encrustation and proper function. Periodic checks of the stent by cystoscopic and/or radiographic procedures are recommended at intervals deemed to be appropriate by the physician in consideration of the individual pt's condition and other pt specific factors. When long-term use is indicated, it is recommended that indwelling time not exceed 365 days. The stent is not intended as a permanent indwelling device." (B) (4).